Event description:
Additional info received from the MFR on 03/17/1999: the device was visually inspected by the firm for condition, and it was found that the tip of the inner shaft was bent sharply upward. This damage was believed to be the result of dropping the device at some time, or the device was caught on a metal structure, causing the bend. The damaged component, in co's opinion, would allow the clips to come out of the applicator during manipulation by the user. The events described are attributed to the device, but only with respect to its compromised operating condition. The status of the device, as of this date, is that the firm is awaiting authorization from the user facility to make the necessary repairs to the device.